Event description:
It was reported that the battery of this pacemaker was suspected to be prematurely depleting. At this time, no intervention has been performed and the pacemaker remains in service. No adverse patient effects were reported. This event will be updated once information on a revision procedure is provided from the field.